Event description:
It was reported that the ventilator generated several technical error codes indicating power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information it was found that the battery module was abnormal. After replacing the battery, the functional test was normal and it was delivered to the customer for use. No log files have been provided and the replaced part has not been returned. The battery module is a 14.4 v/6.6 ah li-ion rechargeable 'smart battery'. Two battery modules can be connected to the battery compartment. To calculate its own status, the battery uses an internal highly accurate voltmeter, amperemeter and time clock to measure actual charge in and out of the battery. The battery lifetime is 300 charge cycles or four years (48 months) from manufacturing date, whichever comes first. According to the received information, the cause of the issue has been determined and was related to defective battery module.

Event description:
Manufacturer ref#:(B)(4).